Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to us of this 29 millimeter (mm) transcatheter bioprosthetic valve, the valve was inspected. During deployment, the valve would not sit in the patient's annulus. After 3 recaptures, the valve was withdrawn. It was decided to use a 34 mm valve instead. Per the physician, the patient had pre-existing severe aortic regurgitation that caused/contributed to the event. No adverse patient effects were reported. Additional information was received that the valve was deployed over a medtronic guidewire with a deployment starting point at the bottom of the pigtail catheter at a depth of 4 mm on both the non-coronary cusp and the left coronary cusp. The valve dislodged towards the aorta.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012180471); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to us of this 29 millimeter (mm) transcatheter bioprosthetic valve, the valve was inspected. During deployment, the valve would not sit in the patient's annulus. After 3 recaptures, the valve was withdrawn. It was decided to use a 34 mm valve instead. Per the physician, the patient had pre-existing severe aortic regurgitation that caused/contributed to the event. No adverse patient effects were reported.